Event description:
The user facility reported water was leaking from underneath the washer. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility and found the drying valve housing was cracked. The technician replaced the drying valve housing, ran a test cycle and returned the unit to service. The washer was installed in january of 2011 and is currently under a steris service contract. The last pm was performed on july 21, 2013 at which time the unit was confirmed to be operating to specification.